Event description:
It was reported that the pt was explanted of the vibrant soundbridge concerned as benefit from the device was received for a short period of time. To date, no further info has been received.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a f/u report.